Event description:
Medtronic received information that following the successful deployment of this transcatheter bioprosthetic valve, while the delivery catheter system (dcs) was being removed from the right groin, the cone tip of the catheter broke off within the body. A snare was used in an attempt to capture the cone tip, but was unsuccessful. A picture with dye revealed the cone tip had moved to the left groin. While the cone tip was held in place, an incision in the groin was made and the cone tip was successfully removed from the body.

Manufacturer narrative:
Additional information was received that during removal of the 1st delivery catheter system (dcs), the nosecone was recaptured into the gore sheath and was retrieved through gore sheath on right side. Upon advancing a second pigtail during fluoroscopy to take post hemodynamics, it was noticed that the nosecone was being advanced as well. It was with the 2nd dcs being removed from the right groin, the cone tip of the catheter broke off within the body. Product analysis: upon receipt at medtronic¿s quality laboratory, the distal tip of the plunger was not attached to the plunger tube and separated from the delivery catheter system (dcs). The distal tip of the plunger was received with the catheter. The handle appeared intact. The micro knob (thumb wheel) appeared to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. Tiny stress fractures were observed along the radiopaque marker band on the tip of the capsule. The head of the plunger appeared to have been detached from the plunger tube. (The detachment appeared to be associated with an inadvertent pull force applied while advancing and retracting the distal end through the introducer. The tip of the plunger tube did not show necking or elongation.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Plunger tip separation can be due to technical and anatomical factors resulting in excessive forces on the dcs. In this case, based on the device evaluation and the provided information, it is possible that the detachment is associated with an inadvertent pull force applied while advancing and retracting the distal end through the introducer, however a conclusive root cause cannot be determined. Investigation results have determined that the most common primary factor for nose cone detachment is due to misuse and implant techniques that are cautioned against in the instructions for use (IFU). Best practices are noted in the IFU to avoid nose cone separation during the implant procedure.